Event description:
Customer reported that their blood glucose level was at 50 mg/dl. The customer also stated that they didn't receive a clear belt clip they were expecting. Product is being sent to customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.